Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an issue with quick release. She stated that she removed it for a while but upon inserting it back, it was no longer sitting on the site. She had to remove the set from the quick release. The site location was patient's abdomen and the pump was on the same side of the set. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.